Event description:
The customer reported that the system was not saving images in cine mode. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.